Event description:
It was reported that pump displayed malfunction alarm Malf 06 with fault ID 0x277D, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement and was provided with replacement pump and storage mode instructions, while Technical Support arranged shipment and requested return of malfunctioning pump using provided materials.